Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097308. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-02200. It was reported that patient's ipg became unable to communicate with external device. Additionally, it was also reported that one lead had migrated. Lead migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue. Effective therapy was restored post-op. In a recent update, it was reported that the lead which did not migrate was explanted and replaced per physician's choice. It is unknown which lead had migrated.